Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the battery was observed to be intermittently depleting rapidly. Customer's blood glucose level ranged from 100 mg/dl to 180 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.